Event description:
Kimberly-clark received a report from (B)(6), stating, "(B)(6) 2012 the gastrostomy button was placed with endoscopic guidance . The site was secured with 3 gastropexy sutures. During the intervention , one of the three sutures broke and was immediately replaced with a new one. The next day after the intervention another gastropexy suture snapped." On the (B)(6) 2012, the stoma site started to bleed, with a drop in the blood cells from 112g/l on the (B)(6) 2012 to 83g/l. Transfusion of red blood cells was performed. During an esophago-gastro-duodenal endoscopy made under general anesthesia, it was noticed a digestive hemorrhage, which started to leak externally through the gastrostomy site. Also it was noticed the presence of a blood vessel of about 2mm, at the level of gastrostomy, which was the actual cause of the hemorrhage. This blood vessel was in the proximity of gastropexy suture which snapped the second day after the placement procedure. Further measures taken: the blood vessel was sutured with 2 short hemostat clips and 3 long hemostat clips. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
Review of the device history record shows that the product met specifications. The reporting facility provided kimberly-clark with the sutures involved in the reported event. The sutures that were returned were confirmed to be broken and appeared to be used as indicated in the report and observed to be contaminated. Testing of the returned sutures could not be performed since the current decontamination process is known to affect the physical properties that include suture strength. The investigation is ongoing, and the root cause of the premature suture breaking has not been determined. A MDR supplemental report will be submitted, if additional relevant information is identified. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.